Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lobectomy. According to the reporter: the cartridge did not close properly on tissue. There were reportedly green pieces that fell into the patient wall and the doctor did retrieve them. Another cartridge was used and staples did not form properly. Then another cartridge was used and worked; however, the surgeon had to suture over the staple line to make a secure staple line. The surgery was extended by 90 minutes because of the problem. No ill effect to the patient. The patient recovered. There was no blood loss beyond 200cc.